Event description:
The user facility reported that during a bronchoscopy, the physician had difficulty retracting the biopsy forceps into the bronchoscope. The bronchoscope and biopsy forceps were removed simultaneously from the patient. The biopsy forceps was removed from bronchoscope, and the physician utilized the same bronchoscope with a similar biopsy forceps to complete the procedure. An x-ray was performed following the procedure, and a cylindrical item was noted inside the patient. The patient was transferred to a nearby hospital. A rigid bronchoscope (model and serial number unknown) was said to have been utilized, and the referral facility removed from the patient what was said to be a cylindrical metal piece from the initial biopsy forceps. The patient's current condition is unknown.

Manufacturer narrative:
No equipment involved in this event has been returned to olympus for investigation. Olympus has requested additional information regarding this report via telephone and in writing, but to date has received no further information regarding this report. The cause of the user's experience cannot be determined. This report will be updated if additional and significant information is received at a later date. This report is being submitted as an MDR in an abundance of caution.